Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found the graphic user interface cable loose. The cse tightened the cable and the malfunction was resolved. The unit passed extended self-testing.